Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to advance, difficulty to remove, and stent dislodgement appear to be related to operational circumstances of the procedure. Based on the reported information, the stent delivery system (sds) failed to cross the anatomy and interaction with the guiding catheter. It is likely that the challenging anatomical conditions caused the reported failure to advance and the difficulty to advance the sds through the guiding catheter and the difficulty to remove. Manipulation against resistance ultimately resulted in the stent dislodgement but remained on the sds during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending artery. A 3.5x28mm xience sierra stent delivery system failed to cross due to anatomy and interaction with the guideliner catheter. The stent implant slid from the balloon but remained on the stent delivery system (sds), while it looked crimped. The system was removed altogether as resistance was also met with the guideliner when pulling back on the sds. A same size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.